Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer stated the pump battery depleted from 60% to 45% in a short amount of time. Customer reported blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.